Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that after 1 year and 3 months of support, the patient's lvad was exchanged due to a fractured percutaneous lead and brown drainage from the system controller connector end. Upon device explant, there was reportedly no sign of pump pocket infection noted.

Manufacturer narrative:
The patient remains ongoing on lvad support with no further issues reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.